Manufacturer narrative:
Batch review performed on 15 october 2019: lot 1901583: (B)(4) items manufactured and released on 14-may-2019. Expiration date: 2024-05-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Periprosthetic fracture 2 or 3 days after primary, following an amis surgery performed on (B)(6) 2019. The fracture has been treated with 4 cerclages, head and stem were revised with competitor's items. The revision surgery details are unknown.